Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2015 the insulin pump alarmed motor error during basal delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. He accidentally pulled out the site and changed the infusion set. Blood glucose value was 136 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. Customer called back on (B)(6) and reported he was hospitalized on (B)(6) due to hyperglycemia. He had stopped using the insulin pump on 6/20 after the motor error alarm. Blood glucose value at the time of the admission was 457 mg/dl; current reading is 360 mg/dl. He was treated with fluids for dehydration and insulin manual injection. Customer was advised the insulin pump was being replaced and agreed to return the product for analysis.